Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and no anomalies found. Blood in/on the helix/lobe mechanism was noted.

Event description:
It was reported that during a device revision, a new pace/sense lead was attempted, but occlusion of the patient's vein prohibited the advancement of the lead. The lead was not used, and a chronic lead was reused. No patient complications have been reported as a result of this event.